Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2019 with post vitreous detachment (pvs) in the left eye (os). It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of "polka dot" floater in os. Patient reported symptoms are not interfering with daily activities. The patient was educated to resume annual dilated fundus exam (dfe) as patient had previously been diagnosed with pigment dispersion syndrome (pds) condition since her last visit on (B)(6) 2017. Patient understands the importance of routine examinations. Patient was referred to a specialist and was educated on condition and if symptoms worsen patient is to go to the emergency room. The patient's symptoms resolved on (B)(6) 2019. Bcva from (B)(6) 2017: right eye pre-op 20/20, -3.75 x -1.25 x 45; left eye pre-op 20/20, -5.25 x -1.00 x 136. Bcva from (B)(6) 2017: right eye post-op 20/20, .00 x .00 x 90; left eye post-op 20/20, .00 x -.75 x 6.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.